Event description:
It was reported that a patient was put on support on a venous-venous ecls with a cardiohelp and a hls set. There was also an impella device implanted. The therapy with the impella was determined to be insufficient by the customer, therefore the cannulation point was changed from venous-venous to venous-arterial. After the change of the cannulation point a clot was noted in the oxygenator and therefore the flow decreased rapidly. The customer did not have another hls set in stock and no alternative device was available. The decision was made to discontinue care and the patient expired. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a patient was put on support on a venous-venous ecls with a cardiohelp and a hls set. There was also an impella device implanted. The therapy with the impella was determined to be insufficient by the customer, therefore the cannulation point was changed from venous-venous to venous-arterial. After the change of the cannulation point a clot was noted in the oxygenator and therefore the flow decreased rapidly. The customer did not have another hls set in stock and no alternative device was available. The decision was made to discontinue care and the patient expired. As a patient death was reported, an authority report is required. The affected hls set was requsted for return. Further a questionnaire was requested to gain additional event information was provided to the customer but despite several attempts from gertinge service and sales unit (ssu) no additional feedback and the requsted hls set was received at this time. The affected hls was not returned therefore no technical investigation could be performed. A medical review was performed by getinge medical affairs on 2024-07-17 with following conclusion: the complaint narrative details an incident where a patient was initiated on veno-venous (vv) ecls using cardiohelp and hls. Additionally, an impella device was implanted in the patient. At some point, the combination of vv and impella was found to be insufficient, prompting a switch in cannulation from vv to veno-arterial (va). Shortly after this change, a clot was observed in the hls oxygenator, causing a rapid decline in flow. The customer did not have another cardiohelp hls disposable in stock and no alternative device was available. As a result, care was discontinued, and the patient passed away. The reason for discontinuation was not provided. Moreover, the device was not retained for inspection, and consequently, no lce report on the affected hls set is available. A questionnaire with additional questions about the incident was sent to the customer but remained unanswered despite multiple follow-up requests. The instructions for use (IFU) for the hls set indicate that appropriate anticoagulation is necessary to prevent clot formation. Adequate monitoring of the partial thromboplastin time (ptt) should be conducted during use, with a target range of 60-90 seconds. As mentioned from the complaint narrative, the indication for an impella implantation is questionable since it involved a vv ECMO treatment. A recently published meta-analysis on impella implantation during ECMO applications (ecmella) reveals that ecmella support is predominantly used in patients with acute myocardial infarction (ami) and veno-arterial ECMO (va-ECMO) for left ventricular unloading. Ecmella support during extracorporeal cardiopulmonary resuscitation (ecpr) may be associated with improved survival and neurological outcomes, despite numerically higher complication rates. However, the indications for and frequency of ecmella support varied significantly between institutions. Furthermore, the complaint report indicates that the combination of veno-venous (vv) ECMO and impella was found to be insufficient, prompting a switch in cannulation from vv to veno-arterial (va). According to the report, a clot formed shortly thereafter, which was visually detected in the oxygenator, causing a rapid decline in blood flow. It remains unclear what the ptt values were at the time of the transition from vv to va ECMO and what procedure was followed during the switch. To convert vv ECMO to va ECMO, a new cannula with arterial access must be placed, the extracorporeal circuit interrupted, and connected to the newly placed cannula before restarting the circuit. If this process occurs under insufficient anticoagulation, the risk of thrombus formation increases due to blood stasis in the entire extracorporeal circuit. Since there are no details on the ptt values at the time of the incident, nor a described procedure for the switch from vv to va ECMO, it is not possible to definitively determine a root cause. Additionally, the complaint report states that there was no additional hls set available to switch to after the described flow reduction caused by the thrombus in the oxygenator. According to the IFU, the hls set has an intended use duration of 6 hours. It is unclear how long the treatment with the system had been ongoing up to the incident in question and what the subsequent treatment plan was after the indicated 6-hour use period without another hls set available. In conclusion, based on the description of the event in the complaint narrative, the cause of the observed thrombus formation in the oxygenator is may have been related to anticoagulation therapy, prolonged use of the hls set beyond its intended use duration, or extended blood stasis combined with insufficient anticoagulation therapy during the transition from vv to va ECMO. Unfortunately, due to the limited information available, a definitive root cause of the incident cannot be determined. Because thrombus formation is a general and known risk for ECMO patients, it must be ensured at all times that an additional hls set is available for emergency or general replacements. Further, according to the information gathered from the complaint narrative, the therapy was discontinued as no hls disposable was in stock and no alternative device was available. Finally, it is unknown if the reported event has a direct influence on the outcome of the patient as reported by the customer or if the outcome of the patient was a confluence of the reported event as well as other confounding factors. Without more details regarding the complaint, it is challenging to assign the reported event to either a diminution in performance or malperformance of the product. In order to avoid reoccurrence of the reported event, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced / hit set advanced, g-660, us, v04. 4.2 safety instructions for the extracorporeal circulation no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. ¿ weigh the benefits of extracorporeal circulation against the risk of systemic anticoagulation. ¿ use anticoagulants; e.g. Heparin or argatroban. ¿ check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. ¿ check the coagulation status of the patient's blood regularly. The protocol for coagulation management is the responsibility of the user in charge. - the partial thromboplastin time (ptt) should be in the range from 60 to 90 seconds. An antithrombin iii (at iii) value in the normal range is required for reliable anticoagulant therapy with heparin. 4.3.2 safety instructions for centrifugal pump - always keep a replacement hls set advanced at the ready. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4114.